Manufacturer narrative:
.

Event description:
The customer received a blood glucose reading of 305mg/dl on the contour next link, re-tested on the contour next usb and the reading was 106mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The strip information was not provided and they were not expected to be returned. Customer was advised meter would be replaced.